Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Based on the information provided, no definitive conclusions can be made. This is an obese patient who in 2001 underwent a laparoscopic cholecystectomy, which was converted to an open procedure due to intraoperative hemorrhage. Patient has complained of pain since that surgery, all tests were negative. In 2005 he developed an incisional hernia and underwent repair with composix kugel mesh. In 2007 during repair of a recurrence the surgeon noted a "disruption" of the composix kugel ring, it is unknown what was meant as it was not removed, nor was the mesh excised. There are no additional office notes following this procedure, so it is unknown if patient continued to complain of pain. The medical records indicate that the patient was treated for adhesions and recurrence, both of which are known possible adverse events listed in the IFU. Additionally, the mesh remains implanted. If an additional event or information is obtained, a follow-up MDR will be submitted.

Event description:
The initial attorney report alleged pain failed mesh and recurrent hernia due to defective mesh. The following is based on the medical records provided by the patient's attorney: (B)(6) 2005 - patient underwent repair of incisional hernia with composix kugel mesh. The posterior rectus sheath was noted to be attenuated. (B)(6) 2006 - office visit: patient complains of pain and a bulging sensation. MRI is normal. (B)(6) 2007 - patient complains of pain, exam are negative. A laparoscopy was performed with lysis of adhesions, and open exploration of lateral right abdominal wound with neurolysis. No mention of mesh visualization or manipulation. (B)(6) 2007 -patient admitted to hospital for chronic abdominal pain. Gi workup is negative. (B)(6) 2007 - patient underwent repair of recurrent incisional hernia. Reportedly, the composix kugel mesh was completely loose, "floating" around the herniation. The margin appeared to be folded, and inspection revealed it to be floppy. Bowel was noted to be adherent to the underside of the mesh, also noted was that the stomach may have been attached and fixed to the underside of the mesh as well. Due to risk enterotomy, the mesh was not excised, but instead retacked and a flat mesh was secured around circumference of composix kugel mesh.